Manufacturer narrative:
Conclusion codes have been updated.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. Three appointments in (B)(6) 2014 were noted. It was indicated the patient had tests done and it appeared they had stress incontinence. The patient was scheduled for a ¿cyto hyperextension¿ of their bladder on (B)(6) 2014. It was stated the device was ¿working,¿ but not controlling the urine output. The patient ¿went constantly.¿ it was stated the patient was prescribed medication and it ¿helped.¿ it was unclear which type of medication was given. An additional follow up report will be sent if additional information is received.

Event description:
It was reported the patient started having problems in (B)(6) 2013 as the ¿system was not working properly¿ it was stated the patient had tried to have multiple appointments, but they had been cancelled. The patient wanted the device removed. It was stated the patient was not drinking the liquids they should because they could not make it to the restroom on time. It was embarrassing for the patient. The patient was looking for a manufacturer representative to assist. The following day, it was stated that it was not believed the implantable neurostimulator was working. When the patient would get up and leave a meeting, urine would run down their leg. Additional information has been requested, a follow up report will be sent if additional information is received. Refer to manufacturer report #3004209178-2014-05845. The patient has two systems and it was unclear if the reported information pertained to one of both of the systems.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v973942, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).